Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported stent graft leak and the adverse patient effect. The reported patient effect of hemorrhage, as listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use, is a known patient effect that may be associated with coronary stenting. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4). The additional graftmaster referenced is being filed under a separate manufacturing report #.

Event description:
It was reported that the 3.50 x 16 and 3.50 x 19 mm graftmaster stents were used to treat a contained perforation that had occurred in the proximal left anterior descending artery. After placement of the first graftmaster stent a small residual leak was observed. A second graftmaster was placed and there was still a small residual leak observed; however, the decision was made to leave it without treatment to resolve on its own as this was a contained perforation. The patient outcome was satisfactory. No additional information was provided.